Event description:
It was reported that there was atrial lead undersensing and intermittent capture. Atrial sensitivity was increased, the lower rate was decreased to reduce atrial pacing, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.